Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg would no longer take a charge deeming it inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Additional information was received indicating the ipg was still operable at the time of the explant and was replaced due to a recharge burden and the ipg not holding a charge for longer than 24 hours.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.